Event description:
Follow up information identified the issue is resolved.

Event description:
Follow up information identified the patient underwent surgical intervention where his ipg pocket site was relocated and his ipg was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing an uncomfortable sensation at his ipg site while the stimulation is on. X-rays did not show anything unusual, the windows of the ipg header are clear. Surgical intervention may be pending to address the issue.